Manufacturer narrative:
The root cause was the materials were not able to survive the force the surgeons applied. In order to improve the durability of the device, some components were changed from plastic to aluminum. Initially when this event was reported, it was determined the event was not reportable. On a subsequent re-review, it was determined that this event should be reported. The device was not re-evaluated because the identified events had already been reported in reports 2032499-2011-0006 and 2032499-2011-00007.

Event description:
Disposable teleport broke at the function of the handle and sheath of the last portion of the teleport (third dialator). This occurred while advancing the last sheath of the teleport. Surgeon was still able to use portal access. No harm or complications to pt.